Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 14101584, UDI: (B)(4).

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also stated that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and a paddle lead were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.